Manufacturer narrative:
One suspect pump was returned for evaluation. Visual and functional tests were performed on the returned device. The reported event could not be duplicated. The probable cause of the reported problem is unknown. B3 - date of event: since the exact event date was unknown, it was updated as first day of the month of awareness.

Event description:
It was reported that the patient-controlled analgesic of pump was delivering the pain medicine slowly. There was no reported patient involvement.

Manufacturer narrative:
While performing a review of the file it was determined that it was a duplicate of an existing complaint record. Please disregard any reports associated with file mrn 3012307300-2026-02422. Please reference file mrn 3012307300-2026-02150 for all details pertinent to this event.

Manufacturer narrative:
H6: codes were added. One device was returned for investigation. It was reported that patient-controlled analgesic of cadd pump was delivering the pain medicine slowly. The root cause of undetermined. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.